Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument was stuck and could not be removed. The customer was able to remove the instrument successfully. However, it is unclear how it was removed. The user completed the procedure as planned with a backup instrument with no further issue reported. No fragment(s) fell inside the patient. No known impact or patient consequence was reported.